Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant the physician experienced difficulty in extending the helix for the right ventricular lead after repositioning. It was also reported that after pulling the lead out of the body, the helix did not extend and blood was seen in the helix housing. The lead was not used and was replaced with a different lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.